Manufacturer narrative:
On 06 november 2015 the leica helpdesk specialist advised that the laboratory had confirmed that a user had re-filled a reagent bottle, which is designated for alcohol with xylene in error; no error codes had been displayed on the on-screen monitor; and that the instrument is operating within specification. The laboratory also advised that, following replacement of the reagent on the instrument, the subsequent processing run completed successfully. Based on the information provided by the complainant, no instrument fault(s) was identified which may have either caused or contributed to the circumstances involved in this complaint. The root cause of the sub-optimal tissue processing reported was a use error. Specifically, per the information provided by the complainant a user had re-filled a reagent bottle, which is designated for alcohol with xylene in error

Event description:
Leica biosystems received a complaint that tissue samples were not processed correctly. The complainant also advised that no error codes had been displayed on the instrument. On (B)(6) 2015, leica biosystems was advised that the laboratory replaced all the reagents on the instrument on (B)(6) 2015; subsequently the quality of tissue processing was satisfactory and confirmed that it was a problem with the reagents. On 04 november 2015, the leica field service engineer (fse) received information that "all the samples were processed correctly".